Event description:
It was reported that the patient presented for the extraction of the pacing system due to an unrelated infection. During the the procedure the stylet could not be fully inserted into the right ventricular lead for removal and the helix could not be retracted. The lead was ultimately removed with the device. The patient was stable.